Event description:
Boston scientific received information that during a follow up visit, this device with atrial lead displayed high out of range impedance measurements. There was concern that the lead may be fractured. The device was reprogrammed to vvi settings. The lead will be further monitored. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.